Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the physician tried to revise the patient to change the leads to a coveredge paddle lead and upgrade the ipg to accommodate the lead. Device malfunction was not suspected. The attempted revision was unsuccessful due to physician having difficulty placing the paddle lead. After the procedure, patient had little to non motor function of the right leg. Symptom was believed to be procedure related. Patient is at rehabilitation strengthening the right leg. Additional suspect medical device component involved in the event: model #: sc-8336-50, serial/lot #: (B)(4),description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision is unknown.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the suspected cause of the little to non-motor function of the right leg was epidural hematoma and the physician thought that rehabilitation would strengthen the patient¿s leg.

Manufacturer narrative:
Additional information was received that the patient was doing well after rehabilitation.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient was referred to surgeon for paddle revision.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision is unknown.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
.